Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. Qc was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 20.55 pg/ml. The initial result was reported outside of the laboratory. The repeat result was < 3.00 pg/ml with flag. A second sample was collected from the patient. The initial troponin result was < 3.00 pg/ml with flag. The repeat result was < 3.00 pg/ml with flag. The analyzer serial number is (B)(6).